Event description:
Procedure: lap chole. According to the reporter: they had already closed everything and the patient started to bleed a lot. The surgeon went back into the patient, staple and other staples were crooked and cut the "duct bilial." It took almost 4 hours in this surgery.

Manufacturer narrative:
(B)(4).